Event description:
Dealer alleges unit has 2 green and 1 red lights with continuous alarm. Unit has shut down not sure if every time. Unit has 17,325 hours on it. Dealer replaced pilot valve and it did not solve issue.